Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device was received and evaluated at the service center. The complaint was confirmed. A short circuit was detected in the motor cable. When the motor cable is shorted the device will not function as intended, therefore is a root cause for the reported failure. The device was not repaired due to the availability of spare parts, and was placed in long term hold. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 9/14/2018 and passed all functional testing before being returned to the customer. No further investigation is required. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales representative via phone that during a rotator cuff repair procedure the customer's micro tornado handpiece with hand controls was plugged in and did not work. The case was completed with another like-device with no patient harm or delays. The sales representative was not present for the case and could not provide any additional information. The device is being returned for evaluation.